Manufacturer narrative:
No report of patient involvement. The distributor performed a checkout of the equipment and confirmed the reported complaint. O2 and n2o needle valve calibration was performed, and the unit was returned to service.

Event description:
The hospital reported the unit was able to deliver a hypoxic mixture. There was no report of patient involvement.